Manufacturer narrative:
Lot number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the device not provided by the complainant, therefore the MFR date is not known. Device history and sterile lot records were unable to be reviewed for the device as the lot number was not provided by the complainant. (B)(4).

Event description:
A pt reported she may have had "a reaction linked to mammosite". She reported "a leaking seroma about 4 months after treatment [date not provided], then a serious breast infection." The area was drained "but after 3.5 months it did not fully close. In october [day and year not provided] I had plastic surgery that was successful". We have been unable to obtain attritional info surrounding this event.